Manufacturer narrative:
The initial reporter was hospital technician. Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the locking ring from spring arm had come loose and slid out and connector came apart. We decided to report the issue in abundance of caution as loose locking ring could lead to detachment of spring arm and as a result of that, could lead to serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. The mechanical coupling between the spring arm and the main arm has failed because the circlip (or snap ring) was not fully seated in its groove. The root cause is an incorrect fitting during installation or spring arm replacement for maintenance. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. This mounting is a critical operation and must be performed according to the rules. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 9th september, 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the locking ring from spring arm had come loose and slid out and connector came apart. We decided to report the issue in abundance of caution as loose locking ring could lead to detachment of spring arm and as a result of that, could lead to serious injury.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.